Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly on the insulin pump. Customer was having a problem programming their pump. Customer was also trying to do a set change when they noticed the issue. Customer was not able to select the reservoir setup when they hit the up arrow button. Customer stated that their blood glucose was 190 mg/dl about a half an hour ago. Customer stated that the up arrow button was unresponsive. Customer was able to rewind during troubleshooting and was advised to monitor the pump if they continue to use it. Customer mentioned that they were not able to rewind the pump earlier before troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.